Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The same day as the onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancomycin injection 500mg (route, frequency, and duration not reported), amikacin injection 50mg with starting dose in bag (frequency and duration not reported), cilastatin injection (dosage, route, frequency, and duration not reported), and imipenem injection 125mg, in each bag (frequency and duration not reported) for the peritonitis event. It was reported that the patient has recovered from the peritonitis event. It was not reported if dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.